Event description:
It was reported that, (B)(6) called and stated she is having issues with the unit not suctioning, asked to do troubleshooting and water test and she was not able to do the water test. I asked where she has been getting her wicks from and she stated she is getting them from somewhere else. She is not sure where her husband is getting them from. I spoke with the husband and went over wick placements, pinch test and bending the wicks I also informed how he can do the water test with the wick. Then I stated if it does not suck the water from the wick that could be because they were purchased outside of the manufacturer on a 3rd party site.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.